Manufacturer narrative:
Concomitant medical products: product ID 37602, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID 37602, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Event description:
Information was received from a company representative regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported during a routine visit on (B)(6) 2015, the right deep brain stimulator (dbs) was at end of service (eos) unexpectedly. The patient had bilateral ins replacements in (B)(6) of 2015. The therapeutic voltage for the right dbs read low for impedance and high for current. A full system check showed average impedances for the other contacts but specifically it was abnormal when they used the 1 and 2 together. The ins was left off after replacement and as he presented for programming in the operating room, the system gave the same error readings. On (B)(6) 2015, a whole system check for the right dbs with the new ins's again showed low impedance and high current only with the 1 and 2 contacts together. They would change the active contacts. The final dbs settings on that day had normal impedance and current. On the day of report when they interrogated the right ins, they got the eos notification. When they advanced to the next screen, the ins had 2.88v but it was off, showing 0% usage since the last visit and they were unable to turn the system back on. They were not sure why the device was at 2.88v and eos and why it was 0% use. Additional information received from the company representative reported 8 days later the doctor replaced the ins and the extension. An impedance check was performed and it still showed 1 <(>&<)>2 with a short. The doctor was going to send the patient back to another doctor to see if they could program around the problem. If unable, they would schedule a lead revision.